Manufacturer narrative:
Plant investigation: the power supply from the machine was returned to the manufacturer for evaluation. Upon visual inspection of the part, a wire that connects from the transformer to the rectifier was unplugged and found to be impacted by heat damage. It was clear that a thermal event had occurred as the insulated connector on the wire was discolored and charred. In addition, a white wire that connects from the power switch to the power control board was found to be disconnected and broken. The ground wire and heater cable were also missing from the power supply. There were no other discrepancies found on the power supply. The power cord and power plug were examined, and no discrepancies were noted. The power supply was installed onto a test machine for testing, and the test machine would not power on. The power supply was then removed for repairs. The heat damaged wire and transformer were replaced, and a ground wire and heater cable were installed onto the power supply. The repaired power supply was reinstalled onto the test machine and the machine powered on without failures. Self testing was subsequently performed and passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the part evaluation, the reported issue was confirmed.

Event description:
A user facility biomedical technician (biomed) reported to technical support that a 2008t machine experienced a 24 volt low alarm. The biomed swapped the power supply to resolve the issue. The biomed also reported that a valve 105 stuck closed alarm occurred. A fresenius field service technician (fst) was called onsite for further repairs. The fst replaced the acid port pressure transducer to resolve the valve 105 stuck closed alarm. After the repair, machine functional tests were completed and passed. The service confirmation report confirmed there was no patient involvement associated with the reported incident. The machine's power supply was returned to the manufacturer for evaluation. Upon evaluation of the returned part, evidence of a thermal event was present on one of the wires in which there was visible heat damage.